Event description:
It was reported that during the autocapture test, thresholds were varying. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.